Event description:
The baxter tech reported a broken door latch on channel 1 and a broken door assembly on channel 2 found during svc. There was no injury or medical intervention reported. No add'l info is available.

Manufacturer narrative:
Eval summary: the pump was eval'd by a baxter svc tech. The reported condition was confirmed. Review of th ecomplaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.